Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatojejunostomy procedure, the device was unable to fire, handle could not be squeezed, and the jaws locked on tissue but was then removed with a retracting knob. A new device was used in order to complete the case. No patient injury. No reinforcement material was used.